Event description:
It was reported that the patient presented to the emergency room with a possible infection of their knee. The surgeon decided to do a wash out with a poly exchange.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.